Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was overdischarged due to patient non-compliance. The rep was unable to interrogate the device. The patient did not want to complete a trickle charge in office and is performing at home. He would reach out  to the rep when his ins is charged to clear the power on reset (por). No symptoms were reported. Additional information was received. It was reported the device had not been able to come back to life via trickle charge after multiple attempts over multiple weeks. The physician and patient had decided to move forward with the replacement process.